Manufacturer narrative:
(B)(6) - supplemental MDR - foreign matter. It was reported that syringes from the same lot exhibited black ink marks on the tip. To support the investigation, four photographs of 10 ml luer-lok syringes were submitted for evaluation by the quality team. Each image depicts syringes in sealed packaging¿three photographs show a single syringe, while one photograph displays three syringes. All syringes shown in the images have a visible ink mark on the barrel. This condition is non-conforming per product specifications and is attributed to the marking process. A device history record (DHR) review was conducted for material number 302995, lot 5121242. The review confirmed that all visual inspections were performed in accordance with established requirements, and no quality notifications related to the reported condition were identified. The lot was inspected and accepted based on the inspection control plan and subsequently approved for shipment. During production, a notification regarding this condition was documented. A requalification was performed, and the line was cleared of defects. However, it remains possible that a limited number of units exhibiting this condition may have escaped detection. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: material # 302995 batch # 5121242 verbatim: 48 syringes from the same lot have black ink on the tip of the syringe.